Event description:
Report received of a non-delivery of piperacillin. The pt was to receive piperacillin IV 3 grams every 6 hours. The customer contact reported that the pt had a newly started heparin lock with new micro-drip tubing. The pump was programmed as a primary infusion to deliver at 200ml/hour. According to the customer contact, the pump never alarmed to alert that the infusion was complete. Approximately one hour after starting the infusion, the nurse discovered that the bag was still full and no medication had delivered. The customer contact reported that the pump display indicated that approximately 130ml had been delivered and the green light on the front of the pump was flashing indicating that fluid was infusing. The customer contact reported that there were no drops seen in the drip chamber. The customer reported that they removed the tubing from the pump, flushed the pt's IV access, repositioned the tubing in the pump and started the pump. Drips were then seen in the drip chamber, and therapy was continued with the same pump without further incident. The delivery times for the antibiotic were rescheduled. There was no reported adverse pt event. Though requested, there was no further info available.